Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site technical visit, field service engineer checked the system, the scanner, calibrated the optical path, energy, beam control check, and concluded the system met specifications as per service installation record and can be used for surgery. As per information received from field service engineer, event not confirmed nor replicated. The review of logfile for the day of treatment shows all system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows nineteen successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The user operated not within the recommended canal settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the log files for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. The root cause could not be identified conclusively. System met specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was no margin cutting and the flap could not be lifted during lasik surgery in the right eye of the patient. There was no reported patient harm. There are two related reports for this patient. This report addresses the right eye of the patient with the initials (B)(6) , and another manufacturer report will be filed for the fellow eye.